Event description:
Patient with bard 16fr temp sensing foloey in situ. Leaking found at trification point (temp probe, drainage tube, balloon port). Temp probe able to be moved in and out of catheter.